Manufacturer narrative:
An event regarding periprosthetic fracture involving a secure-fit max 127 hip stem #8 was reported. The event was not confirmed due to the minimal information received. Device history review: devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised hip due to peri-prosthetic fracture.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that surgeon revised hip due to peri-prosthetic fracture.